Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported "suspected rupture". Device remains implanted. This record is for right side.

Event description:
Physician further confirmed, right rupture, during explant surgery. And additionally reported, "capsular contracture, baker grade ii-iii. And axilary silicoma". The device has been explanted.

Manufacturer narrative:
The reported events of capsular contracture and "axillary siliconoma" (granuloma) are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Video evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings. Capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "suspected rupture" as well as capsular contracture baker grade iii and siliconoma diagnosed by ultrasound and mammography. Device has been explanted with total capsulectomy. This record is for right side.